Manufacturer narrative:
The device was returned to an authorized resmed third party service centre and an evaluation confirmed the complaint. The main pcb and pneumatic block were replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that main pcb and pneumatic block were replaced from an astral device. There was no patient injury as a result of this incident.